Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: three days after the procedure. It was reported that during a left internal carotid artery stenting procedure, after stent placement, the patient became hypotensive and was treated with a levophed drip and dobutamine. Postprocedure, the patient vomited with aspiration requiring intubation. Additionally, postprocedure, the patient developed right-sided weakness and possible aphasia. A head CT was negative for acute changes. The patient coded and was in ventricular tachycardia. CPR was successful. Troponins were elevated and the patient with a history of coronary artery disease was diagnosed with a myocardial infarction. The patient returned to the catheter lab for a heart catheterization which showed severe 3 vessel native disease, with an occluded saphenous vein graft to the posterior descending artery and the obtuse marginal and a patent left internal mammary artery to the left anterior descending which has a 50% ostial stenosis. Three days postprocedure, the patient expired. Reportedly, the cause of death was myocardial infarction. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension, respiratory events, neurological events, cardiac evens and death are known possible adverse events associated with the use of carotid stents as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.